Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Other text : device not returned

Event description:
It was reported that the customer fell and as a result the touch screen became shattered, but remained functional. Reportedly, the customer had a seizure, fell, and had a concussion. The customer experienced an elevated blood glucose (bg) of over 600 mg/dl with high levels of ketones that were determined to be life threatening by healthcare provider. Paramedics and a nurse addressed the customers elevated bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.